Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) had the home patient (hp) cycle power the hc machine. The hp stated that the set up appears to be normal. The tsr explained the alarms. The hp cycled power again to display press go to start. The hp would restart with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the care giver (cg) verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not receive any injury or medical intervention as a result of this incident. The cg stated that the home patient is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.